Event description:
Additional information was received on 02/22/2018 that a secondary procedure was completed. On (B)(6) 2018 the physician elected to reline the original devices with a bifurcated stent graft and an aortic extension. There have been no additional patient sequelae reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2014, the patient was initially implanted with a bifurcated stent and a suprarenal extension. On (B)(6) 2017, a type 3b and 1b endoleak with sac growth was discovered during a routine follow up. The patient is being monitored. No intervention is scheduled at this time. There have been no additional patient sequelae reported. This report is bring submitted for the type 3b endoleak with sac growth against the bifurcated stent. A separate report will be filed for the type 1b endoleak with sac growth against the suprarenal extension..

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of sac growth only. The reported events of a type 3b endoleak of the bifurcated was refuted, rather there was a small type ii endoleak from the left lumbar artery. No device malfunction/failure was detected, rather there was evidence of two procedure-related type ii endoleaks. The first was from the inferior mesenteric artery that was coiled between 3 and 35 months post implant and another was a type ii endoleak from a left lumbar artery observed at 35 months post implant. Both of these leaks caused the sac growth. The final patient disposition could not be ascertained due to the lack of medical information; there have been no reports of further negative patient sequelae. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system. (B)(4).